Manufacturer narrative:
Additional information; investigation testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m130193 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit art number 190-000 / lot m130193 and test base part number 190-430 / lot m130193. The lot met the required release specifications. A review of the complaints reported as invalid patient results (confirmed and unconfirmed, conflicting results) related to kit lot m130193 showed that the complaint rate is 0.01%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. File attachments no files.

Event description:
The customer reported multiple invalid test. As a result of invalid test one (1) patient's surgery was delayed. No additional patient information, including treatment and outcome, was provided.